Event description:
It was reported that the patient could not attach the cartridge to the ilet due to a bent patient-side connector, preventing the cartridge from locking in place and requiring replacement of the inset, connector, and cartridge. Symptoms included no reported adverse clinical effects. Outcomes included product replacement and user troubleshooting and education. Investigation included remote troubleshooting focused on the connector and associated consumables. Investigation of this case revealed a deformed connector consistent with a mechanical damage issue affecting the cartridge connection interface. It was concluded, based on previously established findings for similar reports, that the cause was user handling damage leading to mechanical deformation of the connector.